Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("chronic pid") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion (wellbutrin), buspirone, escitalopram oxalate (lexapro), metformin and obetrol (adderall). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criterion hospitalization), pelvic pain ("chronic pain"), depression ("worsening depression"), menorrhagia ("menstrual bleeding heavy") and dyspareunia ("painful sexual intimacy"). At the time of the report, the pelvic inflammatory disease, pelvic pain, depression, menorrhagia and dyspareunia outcome was unknown. The reporter provided no causality assessment for depression, dyspareunia, menorrhagia, pelvic inflammatory disease and pelvic pain with essure. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.